Manufacturer narrative:
Zimmer biomet complaint (B)(4). Age: not provided. Patient weight: not provided. Event date: not provided. Initial reporter email address, fax number: not provided.

Event description:
It was reported that while preparing for procedure, doctor opened the implant (ct3111) box and no implant was found, the box was empty. There was no implant vial inside the implant box, only IFU paperwork was found. Doctor completed the procedure using another implant.

Manufacturer narrative:
One eztetic dental implant, 3.1mm diameter, 2.9mmd platform, 11.5mm length (ct3111) packaging was returned for investigation. Visual evaluation identified only the outer box was returned with label damage and the inner vial was missing. Only the IFU was inside the outer vial. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. No per was provided. Pre-existing patient factors and tooth location are not relevant to the reported event. The device was reported before initial use. No pictures or objective evidence were provided by the customer. The conditions of the product when they first reached the customer are unknown. DHR review was completed for the subject lot number (1226165). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Additionally, the DHR for lot 1226165 was further reviewed to further verify the conformance of the packaging for the reported device. Complaint history review was performed for the reported lot number (1226165) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (packaging: incorrect component quantity) or product (ct3111). Therefore, based on the available information, the packaging malfunction did occur as no implant was returned with the packaging while the reported event was non-verifiable as the conditions of the product when they first reached the customer are unknown. Additionally, the coob cannot be confirmed. A definitive cause could not be identified. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h4: manufacturer date h6: entered evaluation codes

Event description:
No further event information available at the time of this report.